Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the limited information from the field, an extrusion of the active electrode into the external ear canal was observed. In addition presence of otitis media was reported. However no further detailed information has been received despite requested. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
In the middle of april 2021 the electrode migrated out of the cochlea and the user could no longer hear with the device. The user had the site examined and otitis media was diagnosed. Affected channels were observed. The user received anti-inflammatory treatment, however, there was no improvement, so the user underwent a debridement operation and then was re-implanted.

Event description:
In the middle of (B)(6) 2021 the electrode migrated out and the user could no longer hear with the device. The user had the site examined and otitis media was diagnosed. Affected channels were also found. The user received anti-inflammatory treatment and was observed. However, there was no improvement so the user underwent a debridement operation and the was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.